Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tbm called in stating that the left motor is causing the left wheel to lock up.